Event description:
When dr. Took off the 4/1 cutting block, the prong from the back came off the block and stayed in the patient. Update per sales rep: "prong was removed from patient".

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation.